Event description:
It was reported that the ilet pump exhibited inadequate battery charging despite use of a replacement charger, with the device indicating charging and the charger light solid green, yet the battery increased only about 10 percent after several hours and similar results occurred across multiple outlets. Symptoms included no clinical symptoms or adverse physiological effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included customer interview, review of device charging behavior, and arrangement for device return and replacement. Investigation of this case revealed a suspected device battery or charging system malfunction with inability to attain adequate charge. It was concluded that the device experienced a malfunction related to battery performance that could affect reliable insulin delivery and alerts, and the user was advised to use backup therapy and to shut down the device pending replacement.

Manufacturer narrative:
The investigation confirmed that the ilet device intermittently indicated it was charging while the battery continued to drain. Engineering log review identified a mainboard-related charging system malfunction as the likely cause. This internal power failure affected battery capacity and disrupted insulin delivery reliability. The complaint is confirmed and consistent with previously identified charging anomalies. No additional escalation is required at this time, and the issue will continue to be trended for recurrence.